Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for fecal incontinence, urge incontinence. It was reported by a basic evaluation patient that they did some stopping and they were worried that their wires came dislodged. While on the call the patient tried to increase stimulation to a level where they could feel it again but they couldn¿t and they didn¿t want to go any higher. It was noted on the call that since the patient was seeing improvement that day, they would check again tomorrow. There were no further complications reported/anticipated.